Manufacturer narrative:
(B) (4). This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.

Event description:
The patient experienced autonomic dysfunction in the form of seizures and felt as if the device caused them. The device was explanted and not replaced. There were no patient injuries and the patient recovered without sequela. Additional information was requested.